Manufacturer narrative:
(B)(4).

Event description:
It was reported by the perfusionist that after inserting the intra-aortic balloon (iab) via the left femoral artery they started getting "helium loss" alarms immediately. They had already checked for kinks, repositioned the iab and checked connections. They did not find any signs of blood in the helium tubing. They continued to get helium loss alarms about every two minutes. They changed the console for another and the alarms continued every two minutes or less. The patient (pt) hr was 80 bpm. The bpw (balloon pressure waveform) looked like a normal "chair" picture. The alarm strips were reading possible "helium loss 2." The clinical support specialist told the perfusionist she suspected a hole in the balloon. It was so small that they were not seeing blood in the tubing yet. The pt was stable and it was recommended to exchange the balloon. The surgeon was present and will change out the balloon. There was no death or injury. There was a delay in therapy noted.

Manufacturer narrative:
Qn#(B)(4). The sample was returned with the supplied return kit. Upon return the fos fiber was cut off at the iab bifurcate. The fos connector and cal key were not returned. The distal end of the teflon sheath was approximately 48.0cm from the iab distal tip. Fluid was noted on the interior of the sheath sidearm. The teflon sheath was connected to the iab hemostasis cuff which was connected to the cathgard. Some blood was observed on the exterior of the bifurcate, cathgard, sheath and outer lumen. The bladder was fully unwrapped. The bladder thickness was measured at six points with measurements within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The fos connection was unable to be tested due to the returned state of the iab. The iab was submerged in water and leak tested. A leak was immediately noticeable from the bifurcate near the fos cable. Upon microscopic inspection, the leak occurred around the fos blue jacket cabling. The root cause of leak site is undetermined. Engineering has been notified of the issue. This issue will be monitored for any developing trends. See other remarks section. Other remarks: the catheter was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. A lab inventory 0.025in guidewire was back loaded through iab distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iab luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of leak (suspected) is confirmed. An external leak is confirmed from the iab bifurcate around the fos fiber. The root cause of the leak site is undetermined. Engineering has been notified of the issue. This issue will be monitored for any developing trends.

Event description:
It was reported by the perfusionist that after inserting the intra-aortic balloon (iab) via the left femoral artery they started getting "helium loss" alarms immediately. They had already checked for kinks, repositioned the iab and checked connections. They did not find any signs of blood in the helium tubing. They continued to get helium loss alarms about every two minutes. They changed the console for another and the alarms continued every two minutes or less. The patient (pt) hr was 80 bpm. The bpw (balloon pressure waveform) looked like a normal "chair" picture. The alarm strips were reading possible "helium loss 2." The clinical support specialist told the perfusionist she suspected a hole in the balloon. It was so small that they were not seeing blood in the tubing yet. The pt was stable and it was recommended to exchange the balloon. The surgeon was present and will change out the balloon. There was no death or injury. There was a delay in therapy noted.